Manufacturer narrative:
Device was not evaluated due to sample was not returned for investigation. Please see investigation summary attached. (B)(4).

Event description:
It was reported that an ostomy patient has a severe reaction leaving skin compromised when using uni-solve wipes.